Manufacturer narrative:
The biomedical engineer (bme) reported that they were getting an error on their full disclosure tab on the central nurse's station (cns). They stated that the error read " data cannot be read" and that this error was appearing on all bedsides the cns was monitoring. They could not see any data in arrhythmia recall or st recall. Full disclosure, arrythmia recall, and st recall are features that show historical data. Nihon kohden technical support (tech support) walked them through checking the raid hdd status and everything was in green (good standing) with no errors populating. Then tech support had them reboot the cns. Upon reboot, the application relaunched, and the error disappeared from full disclosure and data started populating again. The biomed stated the reboot seemed to have corrected the issue and data was now flowing through. They also stated past data did not seem to have been deleted and everything looked good. No patient harm was reported. Concomitant medical device: the following device(s) were being used in conjunction with the cns, but model and serial number information was noted as no information (ni) as the customer barred us from contacting them. Bedside monitor: model: ni, sn: ni.

Event description:
The biomedical engineer (bme) reported that they were getting an error on their full disclosure tab on the central nurse's station (cns). They stated that the error read " data cannot be read" and that this error was appearing on all bedsides the cns was monitoring. They could not see any data in arrhythmia recall or st recall. Full disclosure, arrythmia recall, and st recall are features that show historical data. Nihon kohden technical support (tech support) walked them through checking the raid hdd status and everything was in green (good standing) with no errors populating. Then tech support had them reboot the cns. Upon reboot, the application relaunched, and the error disappeared from full disclosure and data started populating again. The biomed stated the reboot seemed to have corrected the issue and data was now flowing through. They also stated past data did not seem to have been deleted and everything looked good. No patient harm was reported.